Event description:
Nurse reported that she administered sage oral care at 13:00. Subsequent to that she noted chemical irritation to skin on right wrist and thumb. She stated she backtracked and discovered it was from oral care solution. She assessed patient and noted patient's tongue and lips were white from reaction to treatment. Patient denied any pain and package was retrieved from trash. Skin conditions of both patient and staff nurse resolved to normal by the next day. No harm to either individual.